Manufacturer narrative:
Additional information: g3, h3, h6 -complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. These factors are related to postoperative care management rather than device performance or malfunction of the ibalance hto system. The most likely cause of the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/10/2025, it was reported via email by arthrex regulatory that after reviewing a clinical study they discovered that a patient had developed complex regional pain syndrome following a procedure using the ibalance hto system in 2018. No additional information was known or provided.